Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated up to 6atm at first inflation, 8atm at second inflation, and 10atm at third inflation. However, at third inflation, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.